Event description:
It was reported to philips that the system was not turning on. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not turning on . Upon troubleshooting fse found that the breaker for the ups tripped. To resolve the issue, hospital staffs turned on the beaker. The system was returned to use in good working order. The codes were updated based on investigation outcome.